Event description:
It was reported that the outer cover of the cord has torn off, resulting in a mild shock to a technician. There were no injuries associated with this event.

Manufacturer narrative:
The device has not been returned to the MFR for eval. If the device is rec'd, a quality investigation will be performed and a f/u report will be filed.